Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had their stimulation adjusted so they do not feel the pulses. They said their issues had been resolved. No further issues were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's stimulation was "bothering them so bad" and noted that it felt like an "electrical pulse" or "shocking." The patient tried turning the stimulation up and down but it did not help so they met with a rep who changed them to program b. Afterwards the patient stated that the stimulation as in their muscles and that they were not feeling it as much, and that it was helping their pain. The patient was told that they would have to charge more frequently with program b (high density). The issue was resolved at the time of the call. No further complications were reported.